Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air alarms occurred during a routine hemodialysis treatment. Multiple venous air alarms followed. Operator reported that he could not increase the blood flow rate above 400 ml/min without alarming. Treatment was discontinued and partial rinseback was performed resulting in an estimated blood loss of 100cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not completing rinseback as directed in the user's guide. There is no evidence of a device malfunction. The alarms are most likely due to a inadequate vascular flow to support the commanded blood flow rate. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.